Event description:
A customer contacted beckman coulter inc. (Bec) stating that the wbc bath in the coulter act diff analyzer was not draining and was overflowing onto the counter. The operator was wearing gloves and a lab coat at the time of the event. No injury or exposure was reported and medical attention was not sought. The customer had called bec a day before this leak ((B)(6) 2011) stating that the instrument was dripping from the probe (this event has been documented in a separate MDR report #1061932-2011-02158).

Manufacturer narrative:
On (B)(4) 2011, bec cts (customer technical support) had the customer inspect the rinse block and tubing. The customer found and removed a clot and then ran startup and sample tested compared to previous run. Service was not dispatched. When the customer called back on (B)(6) 2011 with regard to the wbc bath not draining using diluter functions, a field service engineer (fse) was dispatched on-site and found a clot in the system upon which fse replaced the wbc bath and drain solenoid valve. Repair was verified per established procedures. The root cause for this event is attributed to the clot. (B)(4).